Event description:
The device was found on standby mode at scheduled follow-up.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B)(4) - device went into standby mode. Method: since the device remains implanted, the files from the programmer were reviewed. Results code: the files showed the device switch could have resulted from a temporary decrease of the battery voltage. As described in the labeling, standby mode is a safe mode of operation. Conclusions: there is no safety issue or specification related issue. The device can remain implanted with standard follow-up intervals.